Manufacturer narrative:
A1 - patient identifier (in confidence) - no patient details given therefore and internal case number was used. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, a patient underwent treatment for an unknown etiology using 8 mm x 5 cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) in an unknown anatomical location. It was reported the tip of the delivery system catheter came off as it was being withdrawn from the patient. The broken piece was accounted for. It was reported there was no impact to the patient.

Manufacturer narrative:
The manufacturing records were reviewed and indicated that pre-release specifications were met. Product return evaluation: the returned device was deemed consistent with the product listed within the complaint. The primary complaint of component separation was confirmed. However, the separated component as identified during returned product evaluation was the distal catheter shaft, not the distal tip as reported. The distal shaft of the returned device was observed to be separated from the delivery catheter at the transition. There are observations indicating a bond at the transition had been present prior to the separation. The root cause of the observed separation at the transition bond could not be established with the information available. Updated: h6 evaluation codes to reflect investigation results.